Manufacturer narrative:
Upon further evaluation of this event it was determined that the root cause is different than was originally reported. Visual inspection revealed a small piece of polycarbonate plastic broken off of the device suture anchor. This is likely a result of damage during transit as the suture anchors are checked under a microscope to ensure the barb didn't break after assembly. A review of the lot control sheet indicated that all required inspections and tests were conducted on all devices in the lot in question indicating that the instrument was in working condition when released from stryker® sustainability solutions. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported, "we received a reprocessed h12lp that has a black piece of what looks like plastic floating within the sterile package." This event occurred during pre-op. There were no adverse consequences associated with this event.

Event description:
It was reported, "we received a reprocessed h12lp that has a black piece of what looks like plastic floating within the sterile package." This event occurred during pre-op. There were no adverse consequences associated with this event.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation in its sealed package. Visual inspection of the returned device revealed a small piece of carbon fiber plastic possibly broken off of another device. The potential root cause may be contributed to exposure to the debris after the cleaning process, possibly from another device prior to release from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.